Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported the cartridge leaked insulin into the pump compartment. Cartridge, battery, and adapter have been discarded. No adverse event reported. Customer is returning the pump and battery cover for evaluation.